Event description:
Rn reports pump alarming "bag empty." Bottle of diprivan was full, yet tubing had air in it. Diprivan running out of the top of the drip chamber where the drip chamber connects to the plastic spike. Tubing and diprivan bottle changed. No further issues.